Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that one versacross connect access solution was selected for being used, however, the dilator was flared at the distal tip. No damage was observed to either the dilator or its packaging prior to use, and the method of removal from the packaging was not considered a contributing factor. The cause of the damage remains uncertain, though the issue was specifically noted when advancing the dilator over the wire. There was no significant resistance during insertion into the access point, and no kinking of the sheath at insertion was observed. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.